Manufacturer narrative:
The affected device was analyzed by a third party and the log file was provided to the manufacturer. Based on the log file the reported event could be confirmed and a faulty cable harness spirologsensor was determined to be the root cause for the descried chattering and the erratic flow readings, as regulation of the flow was influenced. The cable harness was replaced. After replacement the device passed all tests. The cable harness spirologsensor is part of the expiratory flow measurement which is used to control and monitor the ventilation. In case the measurements are adulterated, influence on the ventilation is likely and eventually alarm limits trigger an alarm (volume, leakage). The IFU states as a warning: "if a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of the patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator)." The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. The instructions for use advise the user to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the expiratory valve was chattering and flow readings were erratic. There was no patient injury.